Manufacturer narrative:
Findings: compromised force sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Moisture damage found on the motor also. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart alarm error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. No blank display or display anomaly noted. No unexpected vibrating or constant tone noted. No moisture damage found on the electronics or damage found on lcd isolation tape noted. Pump had cracked case at display window corners, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. The customer was assisted with troubleshooting but the display did not return. The product will be returned.